Event description:
The reporter indicated that the generator was being explanted due to an infection. The infection was present at the pulse generator site. Preoperative antibiotics were administered. The physician indicated that the pt irritated the incision site. A re-implant is not scheduled at this time. As of 02/2002, the physician stated that the patient is currently recovering.